Manufacturer narrative:
Received one used list# 011-mc100, microclave¿ clear connector: lot# 14282436. No visual damages or anomalies were observed. The reported complaint of an occlusion could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 25aug2025. Corrected/additional information received on 29jul2025 can be found in b5. Corrected information can be found in e3 - initial reporter occupation, h6 health effect - impact code and h6 component code.

Event description:
Additional information from the customer was received on 29-jul-2025 stating that the sample is a microclave clear valve that they currently keep in their office. The sample does not contain any dangerous material but it has nevertheless been connected to a central venous line and therefore, traces of blood are visible. No visible defects were noted on the microclave device. The patient recovered. The valve was changed immediately as it is impossible to inject otherwise. There was delay in processing but acceptable because defect of the material was perceived quickly.

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear connector where an event occurred in the intensive care unit (ICU), where the nurse was unable to inject medication during cardiopulmonary resuscitation because the microclave clear was blocked. The type of venous tract involved said to be "vvc." The catheter was indeed permeable after the removal of the valve causing a permeable problem. The valve was not more than a week old. There was delay in processing but acceptable because defect of the material was perceived quickly. Harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation; a device history will be performed.